Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and need some information on how to set the basal rate. No blood glucose reading was provided. The customer was contacted to follow-up on the reported hospitalization. Unable to talk to customer to gather more information on the reported hospitalization. No insulin pump is expected to return for analysis.